Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was dust, dirt, foreign material, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. The image output signal was temporarily unstable due to the sudden application of static electricity or overcurrent. Regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other devices or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. As the issue was not reproduced the issue could not narrowed further. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the image suddenly turned pink during laparoscopic cholecystectomy. No error code was displayed. The user rebooted but it did not resolve the issue; therefore, the scope was replaced by a similar device and the user completed the procedure. There were no reports of patient harm or impact associated with this event.